Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: 08; ID: 1; inratio: 1.5; lab: 2.5; mean: 2; confident limits: 1.3-2.7. The inratio and lab value are within confident limits as per internal procedure. Product will not be investigated.

Event description:
The caller alleged discrepant results when repeated the test in the inratio meters. The results are as follows: 4.8; same day: 2.1 = 0.8 vs 1.0 (meter). Customer satisfied w/ accuracy of meters and will cb if issue persists. Customer owns about 20 meters. No further action required from l2. Customer satisfied.